Event description:
A home patient (hp) using a homechoice (hc) system contacted a technical service representative (tsr) and reported an overfill. After therapy the hp felt extremely full. The nurse thought the hp was overfilled. The hp manually drained 4400ml. The nurse suggested a new hc. The hp was not hospitalized. The tsr checked the log and found no bypasses. The tsr initiated a swap of the hc. No patient injury or medical intervention was indicated at the time of the initial report. No additional information is available for the incident. Cause could not be identified, however, the device evaluation did reveal that there was no failure or malfunction of the device that would have caused or contributed to the reported event of overfill.

Manufacturer narrative:
The baxter product analysis lab received the device for evaluation. Three simulated patient therapies were performed using the patient therapy settings. During these therapies, no problems were encountered. Review of event, therapy, and alarm logs combined with pal testing indicate the device is functioning properly and within design specifications. The pal did not confirm any failure or malfunction of the device that would have caused or contributed to the reported difficulty.